Event description:
While using the lighted breast retractor staff could smell something burning. Surgical team stopped operating and everyone in the suite searched for fire/burning. Smoke was noticed coming out of the light box where the lighted breast retractor was plugged in. The lighted breast retractor was unplugged and removed from the surgical field due to causing the small fire.